Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml there were flow issues. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023 04:15 when the nurse in the general ward of the emergency department used a needle-free airtight infusion connector that had just been opened to connect the indwelling needle for infusion, she found that the infusion was not smooth, and the same patient used 4 needle-free infusion connectors that had just been opened in a row they were all found to be unsmooth, and the infusion operation was not completed until the fifth needle-free airtight infusion joint was used, which did not meet the quality requirements for disposable medical consumables and did not cause harm to the patient. It is mainly a waste of medical consumables and prolonging the operation time of nurses.

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation. However, the customer indicated the complaint sample was from lot 21065453. The feedback provided by the customer suggests flow restriction was detected during use of the smartsite devices. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21065453 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.